Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (500 mcg/ml at 80 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient began experiencing poor spasticity control on approximately (B)(6) 2021. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The managing physician performed a dye study and CT scan of the catheter. The patient was taken to surgery on (B)(6) 2021 and a new catheter was implanted due to concerns that the existing catheter was not infusing normally as it was maybe adhered to the dura or there was a possible catheter tip occlusion. The existing spinal portion of the catheter was left in-situ and tied off at the pump pocket site. The pump dose was then decreased to 50 mcg/day. It was unknown if the issue was resolved at the time of the report. It was indicated that the hcp had no further information to provide regarding the event.